Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the patient underwent balloon angioplasty and atherectomy of left arteria femoralis communis during index procedure. Approximately 9 months post procedure the patient presented with restenosis. The patient was treated with balloon angioplasty. It is reported that the event was related to the target lesion. The event was reported to be not related to the study procedure or plaque excision device.